Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues occur.